Manufacturer narrative:
It was reported that the patient developed a wound on 4th toe that required wound care for several weeks. The custom insole was not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report if more information becomes available.

Event description:
It was reported that the patient developed a wound on 4th toe that required wound care for several weeks.